Event description:
It was reported that a customer experienced a leak with six cartridges. There was no information regarding the impact on the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.